Manufacturer narrative:
Batch review performed on 12 march 2019: lot 123766: (B)(4) items manufactured and released on 28-nov-2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, (B)(4) items of this lot have already been sold without any other similar event reported.

Event description:
The patient had started to complain about hip pain on (B)(6) 2017, 4 years after primary. The x-ray had showed a shaft loosening. Since the symptoms were not that strong yet and there were muscular problems, they initially agreed on a physiotherapy with the instruction that if the pain intensified a stem change would have to be made. 1 year and 8 months later, that means 5 years and 8 months after the primary case, the patient was revised, with exclusion of infection. The surgery was completed successfully replacing the stem.

Manufacturer narrative:
On march 15, 2019 we received x-rays of the patient and they were evaluated as follows by the medical affairs manager: hip revision surgery occurred about 6 years after primary cementless total hip arthroplasty in an elderly woman (82 year old). Radiographic image provided shows the presence of radiolucent lines around the stem and signs of stress shielding suggesting implant mobilization. The stem looks slightly undersized but the reason of this choice cannot be assessed on the basis of a single pre-revision anteroposterior radiographic projection. Aseptic loosening is a possible literature described adverse event after cementless tha and causes are often unknown. The reason of this event cannot be determined.